Event description:
Service ctr determined during service that a unit was missing display segments. Pt involvement is unk. There was no pt harm reported.

Manufacturer narrative:
Damage to unit by user facility was observed. The missing segments of the display was isolated to the front panel assembly. (B)(4).

Manufacturer narrative:
Received response from complaint initiator that no patient was involved with this incident. (B)(4).